Event description:
It was reported there was elevated thresholds at implant. The lead use continued based on medical judgement despite "difficult venous anatomy." No patient complications were reported related to the event. Follow up revealed patient was later taken to a local hospital after a syncopal episode and was "in shock." Had left ventricular assist device implanted and was pacemaker dependent. Post operative couse was complicated by multisystem organ failure and requiring of dialysis. Bacteremia and septic shock also reported. The family opted to withdraw care and the patient died (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.